Manufacturer narrative:
The accidental fall described in the recipient report appears to match the damage found. Other damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The user experienced a head trauma following a fall. Immediately after the fall, the user was unable to hear any sounds with the device. The user was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user experienced a head trauma following a fall.